Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Candy and cookies were consumed to address bg. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer this was off-label. Customer was unable to recall how the air bubbles were resolved, but alleged issues had been resolved.